Event description:
Reporter alleged obtaining discrepant back to back blood glucose values of 280, 104, & 248 mg/dl when all tests were performed within 3 minutes on the advantage system. No actions were taken or treatment received reportedly. A request was made for the return of the suspect device and replacement product was sent.